Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a catheter that broke/separated from hub during use. The following information was provided by the initial reporter: material no.: 381444, batch no.: 9255548. Per complaint form: the cannula was detached prior to insertion. The patient was stuck with the needle but there was no cannula.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a catheter that broke/separated from hub during use. The following information was provided by the initial reporter: material no.: 381444 batch no.: 9255548 per complaint form: the cannula was detached prior to insertion. The patient was stuck with the needle but there was no cannula.